Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. The device is included in the bravo ph capsule and delivery system (5- pack) and (single-pack) field action - failure to detach, physician communication.

Event description:
See also MFR report 2032545-2008-07769. It was reported that while placing a bravo ph monitor, the clinician had difficulty rotating the plunger to deploy the capsule. The plunger broke and the capsule fell off into the pt's month. No injury to the pt was reported.